Manufacturer narrative:
Date of event is an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a closed cranial surgery, the screws threads were peeled/torn when being inserted. New screws were used to complete the surgery. There were no adverse consequences to the patient. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 1), plate (part: unknown, lot: unknown, quantity 1). This report is for a titanium (ti) low profile neuro screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as (B)(6) 2020 but should have been (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 5l90129) was returned and received at us customer quality (cq). Upon visual inspection, the cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. There was a white form of unknown material observed on the threads but have no impact on the device functionality. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Complaint confirmed? No. Investigation conclusion thread peeled complaint condition was not confirmed for the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 5l90129). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: this mre review is for sterilization procedure only part: 400.834s, lot: 5l90129, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: september 3, 2019, expiry date: august 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 400.834.05, lot: h837545. Manufacturing location: monument, manufacturing date: feb 21, 2019, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h837545 (non-sterile). Work order traveler met all inspection acceptance criteria apart. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Packaging label logs were reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number:21015, tialnbr14.00, lot number: h692284. Certified test report supplied by perryman company dated 05-jul-2018 was reviewed and determined to be conforming. Lot summary report dated july 16, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: july 7, 2020: DHR reviewed by: mschoenfeld this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.